Event description:
On 06/10/2008 the patient reported that over the last "couple" of months she has been having infusion site issues. She stated that she sees blood, puss, or insulin when the infusion site is removed and sometimes site insertion is painful. She stated that sometimes the adhesive of the infusion site is moist and she must change the site twice in one day. The longest she has been able to use an infusion site is 2 days. She is experiencing elevated blood glucose as a result (400 mg/dl). Her normal blood glucose range is 100-120 mg/dl. To lower her blood glucose she changes the infusion site and boluses through her infusion device or via syringe. The patient has advised her physician of the issue and she stated that she still has areas that appear to be good sites. The patient will soon be receiving an infusion site insertion device. She was also sent information on infusion site management and replacement infusion sets. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.